Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Joystick is intermittently turning on and not turning off, or coming up with a blank frozen screen. Joystick will occasionally show the goodbye screen, sd card cover is missing.